Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified (vibe motor).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. The customers blood glucose level ranged from 239 mg/dl to 382mg/dl. Reportedly, the customer was unable to clear the alarm. The customer has manual injections available as alternate insulin therapy.